Event description:
It was reported that the fiber started forward firing at 22705 j during the photovaporization of the prostate procedure. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber started forward firing at 22705 j during the photovaporization of the prostate procedure. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber started forward firing at 22705 j during the photovaporization of the prostate procedure. Analysis of the returned device indicated that the forward firing rate was below the threshold for potential patient harm. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture, confirming the reported allegation. A distal circumferential fracture has the potential for forward firing; a forward firing test was performed and resulted in an output which was below the threshold for potential patient harm. The metal cap exhibited mild debris adhesion on its surface. The glass cap exhibited mild devitrification at the output window. Please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber.